Manufacturer narrative:
Numerous attempts were made to contact the customer to obtain the sample but a response was not received. The DHR was reviewed and it was confirmed that lot d172361 had (B)(4) cases that were manufactured from 08/24/17 to 08/26/17. No defects were reported during quality inspection. Based on the device history record this does not appear to be the result of a personnel, process or material issue. Since no sample was provided the non conformity could not be confirmed. No additional actions will be taken at this time. A follow up report will be submitted if additional information becomes available.

Event description:
During case, circulator noticed saline in warmer not contained in sterile drape. No patient injury or treatment was reported for the incident.